Event description:
Co, as the MFR of this device, became aware of an event on 9/19/96, involving two 20fr guidewire stick peg feeding tubes. In both cases, the pegs were placed without incident. One pt developed an infection at the insertion site. The other pt physically removed the device. An attempt to reinsert the same device resulted in the development of the infection. Both pts were placed on antibiotics, another MFR's feeding device were placed successfully and their condition is reported as 'doing fine'. Several attempts to gain further info by the distributor and the MFR have been unsuccessful. Therefore, no further details are available regarding the circumstances surrounding these events. The instructions for use for this device state: "avoid excessive pulling on the feeding tube as this may cause the internal bolster to embed against the gastric mucosa. The result can be tissue necrosis, tube migration, infection and associated sequelae. Tubing should be monitored for possible migration in accordance with instructions. Tube migration could result in the following: inability to feed, peritonitis, infection and associated sequelae. The bolster should be rotated for site hygiene. The stoma site should be clean and dry at all times."